Manufacturer narrative:
(B)(4). The field service engineer (fse) inspected the device and verified the malfunction. The oxygen sensor (o2) was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator was inoperable. There was no patient connected to the device.

Manufacturer narrative:
Product analysis: an inspiratory flow sensor was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; functionality test was performed and no errors were observed in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.